Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately six months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. A visual analysis was performed only. No anomalies were found. The outer insulation had cosmetic depression. (B)(4)- the proximal segment of the lead was returned to the manufacturer and analyzed. A visual analysis was performed only. No anomalies were found. (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. A visual analysis was performed only. No anomalies were found. The outer insulation had cosmetic depression. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. A visual analysis was performed only. No anomalies were found.